Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and the buttons were not responding and insulin pump alarmed battery out limit. The customer¿s blood glucose level was unknown. The customer stated the insulin pump alarmed after battery change. Customer reported they were unable to clear the alarm. The customer reported that the time advances. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm, unable communicate to blood glucose meter due to unresponsive button.